Event description:
In this event it is reported that a protaper ultimate sequence 25mm x5 file broke during use. The broken part was not retrieved. Reportedly, no injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: a protaper ultimate sequence 25mm was returned in loose (five assorted files). The files were visually analyzed: -slider file is broken at the tip of the active (mixed conditions torque + fatigue). No material defect was found during analysis of the rupture pattern. -shaper file is not broken but is untwisted at the tip of the active (torque). No material defect was found during analysis of the damaged area. -f1 and f2 files are not broken but are worn out. -f3 file has no damage. Nothing unusual to report was found during DHR review (batch #1870111). Root causes are not identified. We will track this kind of event and monitor the trend.